Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 12-115131, cer bioloxd mod hd 38mm -3, lot # 1620268; item # 162030, bi-metric hap 10x130 mm, lot # 1470803. (B)(6).

Event description:
It was reported that the patient was revised approximately 9 years post implantation due to metal reaction causing osteolysis affecting posterior wall and rim of socket. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The use of a 38 mm biolox delta head in a m2a 38 mm cup is not an approved combination, however, this patient was part of a mhra approved study when implanted with the devices in 2009. The intent of that study was to investigate the use of this head and cup in this configuration. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.